Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-mar-2025. Investigation summary: bd received two (2) customer photos and two (2) customer samples for review and analysis. After review and analysis of the customer photos, cracks are seen on the side of the tube. Both customer samples were subjected to a visual inspection for damages. 2 of 2 tubes failed as cracks were seen on the side of the tube. A total of 100 retain samples were subjected to a visual inspection for damages and none of them failed. Additionally,10 retain samples were subjected to a visual inspection for brittleness where 2 of 10 samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked product/component based on customer provided photos and returns. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using bd vacutainer® sst¿, ten (10) devices were cracked leading to sample leakage. There were no health consequences or impacts reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using bd vacutainer® sst¿, ten (10) devices were cracked leading to sample leakage. There were no health consequences or impacts reported.